Manufacturer narrative:
H6: device codes: updated the device codes.

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the severely tortuous and severely calcified below-knee vessel. A 2mm x 20mm x 143cm coyote es balloon catheter was advanced for dilatation. However, during the first inflation at 10 atmospheres for 2 seconds, the balloon ruptured vertically. The device was removed, and the procedure was completed with another of same device. There were no complications reported and patient was in good condition post procedure. It was further reported that this complaint was erroneously reported by the sales representative, thus, this complaint will be closed as not a complaint.

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the severely tortuous and severely calcified below-knee vessel. A 2mm x 20mm x 143cm coyote es balloon catheter was advanced for dilatation. However, during the first inflation at 10 atmospheres for 2 seconds, the balloon ruptured vertically. The device was removed, and the procedure was completed with another of same device. There were no complications reported and patient was in good condition post procedure.